Event description:
The surgeon was inserting a +29.0 single piece collamer lens model cc4204bf and the trailing haptic broke off as it was pushed thru the injector. The surgeon was able to remove the lens without enlarging the incision and replaced the lens with another collamer lens. No pt injury. The reporter stated that the cause of the lens tear was due to the msi-pf injector and the sfc - 45 cartridge.